Event description:
On (B)(6) 2013 the distributor contacted animas and reported the up and down arrow keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: testing confirmed no response to button presses on the 'up','down' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'ok' button engages. There was no visible damage on the keypad. Removed the keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the 'down' button contact is inverted.